Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.